Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to atrophy. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.